Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a display issue on the coaguchek xs meter with serial number (B)(4) after changing the batteries. Upon completion of a display check, the customer saw a ">" symbol with the numbers in the results field showing as "1"s. There were missing segments in the results field of the device. The customer did not misinterpret any results due to this issue. There was no allegation that an adverse event occurred. The meter was requested for investigation.